Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a large thrombus which covered more than half of the face of the closure device. The patient had been taking pradaxa pre and post implant and was compliant; however, the patient was also taking primidone. According to the physician, primidone can significantly reduce the blood levels of pradaxa. The patient was placed on anticoagulation medication and will have a follow up tee in 6 weeks. There were no patient complications or consequences reported that occurred as a result of this event.